Event description:
A report was received that a patient's precision system had been explanted. The patient reports experiencing a burning sensation at the ipg site. The patient additionally stated the device was not helping her pain. The physician's office was not aware of the patient's explant and were unable to provide any additional information.